Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse evaluated and said that power cord assembly need to replace due to wire breakage. Fse replaced the line cord assembly (0012-00-1688-22), the unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during internal user training, the cardiosave intra-aortic balloon pump (iabp) the line cord is defective, the mains power led at the cart did not lit and the batteries didn¿t charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse evaluated and said that power cord assembly need to replace due to wire breakage. Fse replaced the line cord assembly (0012-00-1688-22), the unit passed all functional and safety tests and was returned to customer. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received par reel ac power cord with a reported unit failure of the line cord is defective. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat performed continuity checks and found the phase line was infinite ohms, no continuity. No continuity through the power cord would cause the mains power led not to light and the batteries will not charge. The power reel failed testing. Retaining the power reel in the fat per procedure. Probable root cause as per the cardiosave dfmea rev ac is excessive stress or fatigue.

Event description:
N/a.